Event description:
The customer reported receiving a screaming alarm and error 23. No adverse reactions were reported during the use of the device. Technical error 23 (clamp motor optical switch) triggers an alarm and stops the pump. The device and power cord were received. The evaluation confirmed the customer's reported problem of error 23. The clamp motor optical switch was replaced resolving the error 23. During testing, a low downstream occlusion reading was observed which required the pressures to be calibrated. After repair, the device was found to meet specification.